Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a system error 2240 alarm (air in tubing) on the homechoice (hc) device during peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting it was noted that the patient had disconnected themselves from therapy and did not close the clamp on the patient line. The patient then reconnected to the setup to resume therapy. The technical services representative assisted the patient in clearing the alarm and ending therapy. It was unknown how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.